Manufacturer narrative:
It was noted that the device is not available for evaluation because it was lost in transit by the courier. Should additional information become available, it will be provided in a supplemental report.

Event description:
The customer reported that the reamer handle sheared while in the power tool. No metal fell into the operation site. The case was completed in the normal manner with a fresh kit. There was a 5 minute surgical delay. The reamer was held securely in the handpiece when the surgeon started to use it. The surgeon is experienced with these products. The device was not being used in an aggressive manner. The device did not come into contact with any other metal instrument.